Event description:
It was reported that a flo-gard compatible blood set had its spike separate from the tubing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.